Manufacturer narrative:
Serial # was provided. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy in a patient with a drop in the blood pressure and acute myocardial infarction, there was difficulty inserting the iab. The balloon was removed. The customer checked the iab and found a kink. The iab was connected to the console and sensor failure alarm was generated. The balloon was replaced to continue therapy. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy in a patient with a drop in the blood pressure and acute myocardial infarction, there was difficulty inserting the iab. The balloon was removed. The customer checked the iab and found a kink. The iab was connected to the console and sensor failure alarm was generated. The balloon was replaced to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and the inner lumen. There were two kinks found on the catheter tubing near the y-fitting approximately 75.9cm and 73.9cm from the iab tip .the optical fiber was found to be broken within the kink located 73.9cm from the iab tip. A visual and dimensional inspection of the catheter was performed and no nonconformances were found. The optical fiber was found to be broken, confirming the reported alarm, sensor failure problem. We are unable to determine when this may have occurred. The kink problem is confirmed. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Manufacturer narrative:
Complete event site name - (B)(6) hospital. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy in a patient with a drop in the blood pressure and acute myocardial infarction, there was difficulty inserting the iab. The balloon was removed. The customer checked the iab and found a kink. The iab was connected to the console and sensor failure alarm was generated. The balloon was replaced to continue therapy. There was no reported injury to the patient.